Event description:
It was reported that during a procedure at the user facility, the core saber drill ran without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during a procedure at the user facility, the core saber drill ran without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.